Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was inaccurate. The customer's blood glucose level ranged from 153-154 mg/dl. The cause was unknown. The customer corrected the date to resolve the issue. In addition, it was reported that the wake button was delayed in responding to presses. Customer applied more pressure and continued using the pump for insulin therapy.